Event description:
This 67 year old female had bilateral subcutaneous mastectomies with implantation of silicone gel prosthesis in 1975 and replacements in 1981. This user facility does not know the name of the manufacturer of the implants. The patient feared one of the implants was ruptured, thus chose to have them both removed. Gross exam: the right implant silicone bag was ruptured with a small amount of free silicone lying on the outside of the implant. The left implant was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.